Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to dislodgement during an upgrade from a pacemaker to a crt-d. The patient was not compliant with follow-ups and the lead had been dislodged for several months to a year. There were no adverse patient side effects reported. Setrox s 53, sn: (B)(4) was implanted.